Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils migrated to her abdomen/ malposition of essure device location of device: slanted/ migration of essure device location of device: abdomen/malposition of essure device location of device: outside of right fallopian tube'), pregnancy with contraceptive device ('pregnant') and abortion spontaneous ('loss the child at seven weeks') in a 36-year-old female patient who had essure (batch no. 626503) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2012. The patient's medical history included multigravida and parity 5 (B)(6). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches") and cystitis ("bladder infection"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain, 3 months 3 days after insertion of essure. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with antibiotics, ibuprofen, oral contraceptive nos and ciprofloxacin betain (cipro). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia and abdominal pain lower had not resolved and the pregnancy with contraceptive device, abortion spontaneous and cystitis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, cystitis, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: too many complications and injuries caused by the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received- new events bladder infection were added. Treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils migrated to her abdomen/ malposition of essure device location of device: slanted/ migration of essure device location of device: abdomen"), pregnancy with contraceptive device ("pregnant") and abortion spontaneous ("loss the child at seven weeks") in a 36-year-old female patient who had essure (batch no: 626503) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2012. The patient's medical history included multigravida and parity 5 (on (B)(6) 1998, on (B)(6) 1999, on (B)(6) 2002, on (B)(6) 2007, on (B)(6) 2017). On (B)(6) 2008, the patient had essure inserted. In july 2008, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen pain"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia and abdominal pain lower had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils migrated to her abdomen/ malposition of essure device location of device: slanted/ migration of essure device location of device: abdomen"), pregnancy with contraceptive device ("pregnant") and abortion spontaneous ("loss the child at seven weeks") in a (B)(6) female patient who had essure (batch no. 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2012. The patient's medical history included multigravida and parity 5 ((B)(6) 1998, (B)(6) 1999, (B)(6) 2002, (B)(6) 2007, (B)(6) 2017). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen pain"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia and abdominal pain lower had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), uti, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and lower abdomen pain. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils migrated to her abdomen/ malposition of essure device location of device: slanted/ migration of essure device location of device: abdomen/malposition of essure device location of device: outside of right fallopian tube'), pregnancy with contraceptive device ('pregnant') and abortion spontaneous ('loss the child at seven weeks') in a 36-year-old female patient who had essure (batch no. 626503) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2012. The patient's medical history included multigravida, parity 5 (B)(6) 1998, (B)(6) 1999, (B)(6) 2002, (B)(6) 2007, (B)(6) 2017) and endometriosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced urinary tract infection ("uti") and cystitis ("bladder infection"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain, 3 months 3 days after insertion of essure. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with ciprofloxacin (cipro), ibuprofen, oral contraceptive nos and ciprofloxacin betain (cipro). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia and abdominal pain lower had not resolved and the pregnancy with contraceptive device, abortion spontaneous and cystitis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, cystitis, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: too many complications and injuries caused by the essure device. The  plaintiff experience pregnancy episode in (B)(6) 2017 which is captured under case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-sep-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.